Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total hysterectomy, the ligasure was clamped and would not release tissue. The generator was switched out and the handpiece still did not function.